Event description:
It has been reported to philips that the touchscreen calibration is off.

Event description:
It has been reported to philips that the touchscreen calibration is off. The device was not in use at the time of the event.